Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent laparoscopic tubal ligation and excision of multiple epidermal nevi due to stress urinary incontinence. It was reported that due to erosion and extrusion, patient underwent revision of tape of tape on (B)(6) 2003. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat prolapsed bladder and mesh was implanted. It was reported that following insertion the patient experienced back pain which migrated to joints, fibromyalgia, bladder spasms, ongoing pelvic pain, incomplete emptying, urinary urgency, sui, pain during sex, many utis, and vaginal infections, diarrhea, and constipation. No additional information was provided.